Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mild tortuous and severely calcified vessel below the knee . A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Returned device consisted of a coyote es balloon catheter with blood and contrast in the lumen and balloon. The balloon was loosely folded. The device was soaked in a warm waterbath for 2 days prior to analysis. Analysis of the tip, balloon, markerband, inner/outer shaft and hypotube included microscopic and visual inspection. Inspection revealed a pinhole in the balloon material located at the distal end of the markerband. Inspection of the rest of the device found no other damage or defect. The reported rupture was confirmed.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mild tortuous and severely calcified vessel below the knee . A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.